Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that reason for call was to ask for the name of the representative that patient is seeing on the 19th. The patient was redirected to their healthcare provider to further address the issue. Patient said called the office and was told by the front desk that they didn't know the name of the representative. Patient said since reprogramming session has experienced problems and wanted the name of the representative. Patient ended the call. Outbound call was made to the patient to gather more information. Patient said that in june started to experienced return of symptoms, having accidents on themselves. Patient said saw a representative reviewed therapy issues and reviewed recent health changes. Patient said that the representative reprogrammed their implant and said that was on program 5. Patient said that the reprogramming helped for a day however the following days started to experience some back pain, said the device was throbbing, patient said that they felt like the device was coming out of their body. Patient said didn't consider the device initially as patient does have arthritis in their back. Patient connected to the device a couple days later, saw that was on program 6 on a high setting, so patient decreased the setting and then switched to program 5. Patient said is still having accidents and has been slowing increasing the setting. Reviewed therapy information and general programming guidance with patient. Patient to monitor and track adjustments and settings.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the device throbbing was determined. Patient noted the likely cause of the issue was "the last representative had changed my settings way too high and it caused me a lot of pain." The steps taken/will be taken to resolve the issue were noted as being "[patient] has talked with another representative over the phone, problem is not solved, [patient] will see doctor soon." The issue has not yet been resolved. Patient noted the cause of the settings being on program 6 and high was unknown. The likely cause of this issue was noted as being "I was put on program 7 and yes the setting was too high when I first seen the representative at my doctor's office." The steps that were/will be taken were noted as being "I have tried different setting, but I am still having leakage and I must wear pads again daily." The issue has not been resolved. When asked the steps taken to resolve the device feeling like it is coming out patient responded "I am going to have be put on a bladder medication until my problem is resolved." The issue has not yet been resolved.